Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (did not pass incoming testing) has been confirmed. Upon investigation the cable connecting ECG "c" and ECG "d" was pulled from the strain relief, damaging the wires in the cable. The root cause for the strained cable was excessive force.

Event description:
The electrode belt was returned for investigation and did not pass incoming functional testing.